Event description:
Date of procedure: ni. This complaint became an MDR when the analyses revealed a condition not previously idenitfied with product. During analysis, attempts were made to remove the coil from the catheter, however, only the pusher came out, the coil remained inside the catheter. Coil was removed by flushing the catheter. There was a gap between the luer fitting and the catheter shaft. The proximal end was not flared, the inner shaft was wrinkled and separated from the outer shaft, partially blocking the catheter lumen. The proximal end of the main coil was stretched t0 8.4 cm. It had unraveled from the solder joint and then the platnium wire broke. Since the corrective action has been already implamented, no more evaluation was performed. The complaint was verified because the catheter was improperly flared and adapted.